Event description:
It was reported that prior to starting a da vinci si surgical procedure the thoracic grasper instrument insulation was coming off the shaft. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that a piece of the insulation was missing. The scratch was .244 in length. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. Failure analysis also observed orange colored residue on the grip tips. This was likely due to not following good cleaning procedures. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.